Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was observed that the patients implantable cardioverter defibrillator was unable to be interrogated via radio frequency. A cyber security upgrade was completed and the interrogation was restored. Patient was safe and stable through the process, as well as after.